Event description:
It was reported that the patient presented during a routine follow up. Patient was asymptomatic. Upon investigation, it was revealed that there were several episodes of automode switch (ams). Initially, it was noted that the ams was due to lead noise; however, it was later determined that the likely cause was electromagnetic interference and not lead noise. No other anomalies were reported. Isometrics did not reproduce the signal. Programming changes were performed. It was unknown if the programming changes resolved the issue. The physician elected to monitor the noise.